Event description:
A customer contacted beckman coulter, inc. (Bec) to report low platelet (plt) results for one (1) patient sample generated on the laboratory's two (2) unicel dxh 800 coulter cellular analysis systems. The patient sample was initially run on the laboratory's dxh 800 serial number (B)(4) and generated a low plt count with an r (review the result) flag and platelet clumps system message. Per the hospital policy to rerun samples with low plt recovery, the sample was analyzed on the laboratory's second dxh 800 instrument, serial number (B)(4), which also produced a low plt count but without instrument generated flags. This event is reported separately in MDR # 1061932-2011-01612. The customer suspected that the low plt count was erroneous because observations on the histogram and nrbc (nucleated red blood cells) data plot were suggestive of plt clumps, and because of the flags generated with the initial result. The low plt results were not reported out of the laboratory. The customer attempted to count the platelets manually. However, since platelet clumps were present, and the platelet count was <100, 000, a report was not sent to the physician and it was advised that citrate anticoagulated blood be provided for a new measurement. With the citrate anticoagulated blood analyzed 6 days later; a platelet count of 246,000 was obtained. No death, injury or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
The initial sample was collected in a bd k2edta tube and was processed fresh on the dxh 800. Quality controls (qc) were analyzed before the event. Per the customer feedback submitter, the unit was performing within qc specifications with respect to controls and reproducibility. Raw data was no longer available for review. The data files were already deleted at the time of on-site visit. Per labeling, giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are interfering substances for plt. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.